Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Product image review: submitted image appears to display distal shearing of the driver tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: rod replacement due to breakage procedure: rod replacement and removal of iliac screw and re-fixation with screws at s2ai levels involved: t10-s2ai it was reported that intra-op, the tip of the obturator broke while removing the screws. No fragment remained in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the shaft diameter and material hardness inspection confirmed conformance to print specification. Optical examination of the fracture surface identified a fairly flat fracture surface with circular material displacement. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.